Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml dilaudid at 1.4019 mg/day, 113.8 mcg/ml clonidine at 31.91 mcg/day, and 13.6 mg/ml bupivacaine at 3.813 mg/day via an implantable pump for malignant pain and spinal pain. It was reported that the current pump settings in the pump logs showed an increase of 48% in daily dose for dilaudid, however the pump status after update was showing an increase in 562% for the same drug. It was then reviewed that the patient activated dose had changed from 0.1997 mg to 1.9935 mg for the dilaudid, which would then drive the secondary drugs. It was then reported that the hcp had programmed the new patient activated dose incorrectly. The hcp had wanted to program a patient activated dose of dilaudid to run at 0.19935 mg instead of 1.9935 mg. The hcp was to update the pump with the correct programming. The event date was noted to be (B)(6) 2017. No symptoms were reported.